Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate mode switch episodes due to far field r wave oversensing were observed via a merlin.net transmission. The patient was asymptomatic. Programming changes were recommended.